Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
(B)(4). Case description: customer reports their 8015 (sn: (B)(4)) not connecting to systems maintenance. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: training question. Case resolution: requested customer place the 8015 into maintenance mode by holding down the tamper switch during power up. Next I requested the customer select "proceed", then "external communications". Finally we refreshed systems maintenance and successfully connected. Ended call.